Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0286335. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm had foreign matter on the device cannula / in the fluid path. The following information was provided by the initial reporter : material no:324911, batch no: 0286335. The consumer reported finding a liquid coming out when pressing air into vial resulted in discarding his insulin not knowing what it was. Date of event : (B)(6) 2021. Sample status : awaiting sample.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 6mm had foreign matter on the device cannula / in the fluid path. The following information was provided by the initial reporter : material no:324911 batch no: 0286335. The consumer reported finding a liquid coming out when pressing air into vial resulted in discarding his insulin not knowing what it was. Date of event : (B)(6) 2021. Sample status : awaiting sample.